Event description:
Swelling and pain at the puncture site, swollen right thigh began eight days after uae. Eight months later, began spotting between periods. Reported to doctor who said it was normal. Pap smears became painful; gyn removed large blood clot from the cervical opening. On ultrasound three fibroids, two very large, nine months after uae. Eleven months post-uae, d&c, uterus necrotizing. A year after the uae, is scheduled for a hysterectomy and continues to have a bloody, pus-like discharge.